Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed. A field service engineer opened the back of the main unit and inspected full-height drawer 2. The engineer identified broken ball bearings and cage, powered off the pyxis device, removed the drawer, and replaced both rails. All drawer connections were inspected and reseated. The drawer was reinstalled, and the device was powered on. The escort logged into the application and successfully inventoried medications in the drawer. Manual testing confirmed drawer functionality. Reactive preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.